Event description:
Pt is an 82 yr old female with past med history of tia, chronic copd, chronic gastroesophageal reflux, osteoarthritis with osteoporosis, hypothyroidism with exophthalmia, and hypertension. Pt had been seen in the emergency dept as a result of a fall at home on 10/20/97. Hip fracture was ruled-out and pt discharged home. Pt returned to hosp on 11/1/97 with continued complaint of back pain. On 11/1/97, pt was taken to the radiology dept to undergo a nuclear medicine bone scan. A head/neck extension was attached to the end of the table to enable proper positioning of the pt on the table for the exam. At the conclusion of the exam, the radiation technologist turned away from the pt to check the images on a computer scan. Less than a min later, a crash was heard and the pt was found on the floor at the head of the table. The neck/extension was on the floor. The pt was examined in the emergency dept and taken back to her hosp unit. CT of the head and neck were performed (11/3/97) which did not reveal any intracerebral bleed. Five rib fractures were found. The pt was treated with pain medication for the rib fractures. However, do to her already compromised respiratory condition, pneumonia set in. The pt was made dnr and subsequently expired on 11/10/97. A med examiner's autopsy is being undertaken, results are pending.